Event description:
It was reported that patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an infection. Reportedly, the pocket was inflamed. There were no additional adverse patient effects reported. All available information indicates that as of this time, the s-ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.